Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak 3-piece syringe leaked past the stopper/plunger. The following information was provided by the initial reporter: "leaking syringe at plunger rubber".

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe had faulty packaging. The following information was provided by the initial reporter: "packaging faulty or incorrect."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: no samples or pictures have been received to perform investigation. Complaint involves 50ll syringes with references 300865 and lot number 2201087. Customer reports defects in packaging. Since no samples or pictures are available for investigation, ten retained samples have been requested. DHR from lot 2202087 has been reviewed not finding any annotation or deviation regarding the alleged defect. Packaging is examined in the ten retained samples and no abnormalities can be seen. Sealing cord is correctly formed. Packaging parameters registered in DHR have been reviewed finding all of them within the validated process parameter window. According to inspection, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since samples meet iso 7886-1 annex d and manufacturing records established all processes were carried out normally, root cause of the alleged defect cannot be determined with evidence. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.